Manufacturer narrative:
B)(4). Results: the benchmark 6f 071 delivery catheter (benchmark) was severely kinked approximately 102.0 cm from the hub. The benchmark was kinked in multiple locations. Conclusion: evaluation of the returned device confirmed that the benchmark 6f 071 delivery catheter (benchmark) was severely kinked. This type of damage typically occurs due to improper handling during use. If the peelable sheath is not used to protect the distal tip of the catheter during insertion, damage such as kinks may occur. Further evaluation of the returned devices revealed that the select catheter was stuck inside the benchmark. The multiple kinks along the catheter shaft of the benchmark likely contributed to the select catheter getting stuck inside the benchmark. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician felt resistance upon insertion of the benchmark into the introducer sheath, and subsequently the distal tip of the benchmark became severely kinked; therefore, the benchmark was removed. The procedure was completed using a new catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that box 10/11 is being corrected. First line of conclusion is changed from "evaluation of the returned device confirmed that the benchmark 6f 071 delivery catheter (benchmark) was severely kinked." To "evaluation of the returned device confirmed that the benchmark 6f 071 delivery catheter (benchmark) was severely kinked and the select catheter was stuck inside."